Manufacturer narrative:
The pump had cracked battery tube threads, dog chew marks on the reservoir tube lip, and minor scratches on the display window. Unable to perform the basic occlusion and occlusion tests due to the severely damaged reservoir tube lip. The pump passed the operating currents test, self test, unexpected restart, displacement, prime and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer's mother stated that there are cracks and dog bite marks on reservoir area. Customer stated that the dog chewed the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.